Event description:
Pt was receiving treatment for acne. Medication unk as no case notes are available. Pt tested for pregnancy prior to more potent treatment for acne. The pt had a weak positive clearview hcg result. A quantitative serum test gave <1 miu/ml hcg (negative). The pt's treatment was not delayed as the serum test was <1 miu/ml hcg.